Manufacturer narrative:
Possible products identified: 60-000-72-09-lp lot 8000284657 & 8000284659; 60-000-69-09-lp, lot 8000284658.

Event description:
It was reported that mandibular hardware was removed from a patient for unknown reasons 10 weeks after implantation. There were no reported issues with the removed product.